Event description:
It was reported, "since the patient fell, they had been unable to move their knee and underwent revision surgery on 8 feb, 2005. The surgeon recognized wear and breakage of the inserts."